Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving inappropriate therapy. Externalized conductors were noted on the riata lead. No electrical anomalies were detected. The patient will be monitored with routine follow up by the physician.